Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd posiflush¿ normal saline syringe customer found the plunger rod damaged when unit package was opened. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received. It has the plunger rod and rubber stopper. The tip cap is loose (unscrewed), it has no saline solution, and the barrel label confirms the lot # 7191751. It has the flange damaged therefore failure mode is verified. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. There was no documentation of issues for the complaint of batch 7191751 during this production run. All inspections and testing were accepted during the production of this batch. CAPA not required for this event.